Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. During the deployment blood return was reported on aspiration indicating the sheath may not have been withdrawn 3-5mm per the deployment procedure instructions. Following the deployment, the patient experienced loss of color, loss of pulses, a tingling sensation and coolness to the touch in the affected foot. An angiogram confirmed an occlusion and treatment consisted of a surgical thrombectomy, anticoagulation therapy and vascular surgery. The treatment was successful and the event was resolved.